Event description:
The consumer alleges he injured his right knee when his wheelchair allegedly did not stop, and the chair crept forward on its own. Serious injury is alleged.

Manufacturer narrative:
The consumer alleges he injured his right knee when his wheelchair creep forward on its own and allegedly fractured his patella. The controller had been repaired and functioned properly prior to returning to dealer. It's unclear if dealer properly reconnected and calibrated the controller to the user's chair. Information suggests a possible service error. Malfunction not confirmed.